Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on (B)(6) 2007. Due to the age of the device, the customer was provided literature stating that the device was no longer supported and has reached end of life. The video monitor was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, eleven (11) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video monitor, the image would disappear when the monitor was bumped. The procedure was completed with the device with no delay and no harm to patient or user was reported.